Manufacturer narrative:
This event is being reported because this device is the same or similar to one marketed in the united states PMA # p070014. The stent remains implanted. The investigation is currently underway.

Event description:
It was reported that the vascular stent was fractured during post-dilation with a pta balloon. A competitor's stent was implanted to reline the stent. There was no report of injury to the pt.